Event description:
Possible atrial lead oversensing of far field r wave on stored egms for at/af detections. Lead manufactured by st jude. Case: (B)(4) / (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).